Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. It was reported that there are erroneous results. So we order item number 02-687-104 blood tube pst and one of my lab scientist came across a problem with a specific lot number of these tubes which is 0100300 and we have 9 packs of these tubes with this lot number. Something is wrong with the tubes and the lab results are coming up insanely wrong when these specific lot number of tubes are being tested.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received 1269 samples and no photos for evaluation. In addition, retention samples of the incident lot were selected from bd inventory for evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to confirm the reported condition in the clinical testing conducted. The customer¿s reported concern was replicated in a single retain sample. In addition, customer samples and retention samples were tested for additive abnormalities. All testing was within specification with no abnormalities identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for erroneous results based on the clinical testing performed. A root cause could not be determined.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. It was reported that there are erroneous results. So we order item number 02-687-104 blood tube pst and one of my lab scientist came across a problem with a specific lot number of these tubes which is 0100300 and we have 9 packs of these tubes with this lot number. Something is wrong with the tubes and the lab results are coming up insanely wrong when these specific lot number of tubes are being tested.